Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon can no longer control the camera from the secondary console. System logs show no associated errors at time of the call. Prior to calling, the surgeon moved to the primary console to proceed with the case. Customer confirmed there were no error codes or messages displayed. Technical support engineer (tse) inquired if the arms may have been assigned to the other console and the customer confirmed they were not. Tse inquired if the surgeon was able to control any of the other instrument arms but the customer could not confirm. Tse recommended performing a hard reboot on the console but the customer elected to proceed with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 375550-35 foot tray as a precaution. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Manufacturer narrative:
The unit was returned, and failure analysis was unable to confirm the reported issue. Lighthouse (aperture) was checked for any recorded logs, but none were found. There are notes in the fse write-up stating that it could be a possible user error-related issue; however, the unit was proactively replaced to satisfy the customer. A visual inspection was performed, and no problem related to the reported issue was found. The unit was installed on an internal eft system, and the reported issue could not be replicated . No root cause of failure has been determined at this time. The probable root cause of camera control issues cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of pn: 375550-35 foot tray found no issues related to the reported complaint. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.